Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact to the customer's blood glucose level. The caller received instructions from technical support to confirm that the pump was not plugged into a power source and to press the button firmly, which eventually activated the display. Despite this, the button remained hard to press. The pump was inside a case, and when the caller agreed to remove the case for further testing, the issue persisted. Technical support decided to replace the pump. It was confirmed the customer would use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The caller was instructed on returning the pump and agreed to send it back using a pre-paid label within ten days.